Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 55 mm abdominal aortic aneurysm. It was reported that the patient returned for follow CT approximately 7 years post the index procedure. CT revealed the talent stent graft has migrated with a type ia and type ib endoleak identified. The right aneurx limb (18x18x85) has degenerated and dilated, due to disease progression. Per the physician the cause of the event is disease progression. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the likely cause of the stent graft migration leading to the proximal type I endoleak, as well as the distal type I endoleak coming from the right iliac artery, appears to have been due to disease progression. The anatomy at implant and earlier post-implant images were not available for review and comparison. CT¿s returned from 7+ years post-implant revealed that the talent bifurcate was positioned approximately 15mm below the lowest left renal artery. The neck was conical-shaped ranging from 22 ¿ 28mm in diameter, moderately angulated, and there was a proximal type I endoleak due to lack of sufficient proximal sealing. Since the location of the bifurcate at implant is unknown, the amount of migration could not be determined. The aneurx contra limb was positioned down into the aneurysmal right common iliac artery. The right limb distal od measured approximately 19mm, and was unopposed to the iliac artery which measured 22mm, with resulting contrast observed from a distal type I endoleak. It appears that disease progression, aortic neck dilatation and iliac artery vessel dilatation, likely led to the events. If information is provided in the future, a supplemental report will be issued.